Manufacturer narrative:
The end user did not provide lot traceability; therefore, (B)(6) was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product.

Event description:
Event description: ecn event description: during a pvi the physician ablated the lspv and was moving to the lipv. She had difficulty wiring the lipv and made multiple attempts. The ice images were not clear nor helpful to visualize the lipv and the carto map was not providing good guidance. After numerous attempts of the physician advancing and retracting the wire in and out of the flower form factor of the farawave catheter, she eventually wired the lipv. Prior to wiring the lipv she passed the mitral valve into the ventricle and also bent around the floor of the atrium. Once in the lipv there were 3 applications of pfa when the blood pressure dropped and when looking to visualize the pericardium, she identified a growing pericardial effusion. The procedure was stopped and a pericardiocentesis was performed. I'm unclear of how much blood was removed from the drain which was inserted. Protamine was administered prior to the insertion of the drain. After approximately 30-40 minutes the patient stabilized and was taken to the ICU for follow up. At 6pm pst, I was told the patient was stable extubated and expected to go home on (B)(6) 2025. Patient present at time of event?: yes patient complications: perforation,pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: the physician feels that the catheter was firmly against the wall of the heart & while advancing the rosen wire in and out of the catheter, it punctured the heart and created an effusion medical or surgical interventions: a pericardiocentesis was performed patient discharged from hospital?: unknown patient outcome: expected to fully recover procedure number: (B)(6) reason for unsuccessful procedure: aborted to treat a pericardial effusion device/procedure outcome: procedure cancelled/rescheduled, unable to use device - attempted patient outcome: f19: surgical intervention, f0801: intensive care. As reported device codes: 1274: difficult to advance. As reported patient codes: 9139: hypotension, 9221: pericardial effusion.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. The classification as reported is "functional: advancing issue". At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, "operational context" and/or "excessive force" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.

Event description:
Event description: ecn event description: during a pvi, the physician ablated the lspv and was moving to the lipv. She had difficulty wiring the lipv and made multiple attempts. The ice images were not clear nor helpful to visualize the lipv and the carto map was not providing good guidance. After numerous attempts of the physician advancing and retracting the wire in and out of the flower form factor of the farawave catheter, she eventually wired the lipv. Prior to wiring the lipv, she passed the mitral valve into the ventricle and also bent around the floor of the atrium. Once in the lipv, there were 3 applications of pfa when the blood pressure dropped and when looking to visualize the pericardium, she identified a growing pericardial effusion. The procedure was stopped and a pericardiocentesis was performed. I'm unclear of how much blood was removed from the drain which was inserted. Protamine was administered prior to the insertion of the drain. After approximately 30-40 minutes the patient stabilized and was taken to the ICU for follow up. At 6pm pst, I was told the patient was stable extubated and expected to go home on (B)(6) 2025. Patient present at time of event? Yes. Patient complications: perforation and pericardial effusion. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes. Please describe the way in which the device or procedure caused or contributed to the patient complication: the physician feels that the catheter was firmly against the wall of the heart & while advancing the rosen wire in and out of the catheter, it punctured the heart and created an effusion. Medical or surgical interventions: a pericardiocentesis was performed. Patient discharged from hospital: unknown. Patient outcome: expected to fully recover. Procedure number: (B)(6). Reason for unsuccessful procedure: aborted to treat a pericardial effusion. Device/procedure outcome: procedure cancelled / rescheduled, unable to use device - attempted. Patient outcome: f19: surgical intervention, f0801: intensive care. As reported device codes: 1274: difficult to advance. As reported patient codes: 9139: hypotension, 9221: pericardial effusion.